Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic colon resection, the reload was loaded onto the handle, but the reload was jammed and could not be closed. Another handle and reload were used to complete the case. There was no patient injury.